Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she uses water only for skin care and was then educated on appropriate skin care. It was recommended to the end user that she discontinue use of the product and to try a different style of product, the end user verbally agreed. The end user was also encouraged f/u with health care professional if her condition persists or worsens. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance (nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported red, open, weepy skin under 100 percent of the tape collar portion only. The end user was evaluated and treated by a dermatologist who prescribed clotrimazole-betamethason topical cream to the peristomal skin about (3) three weeks ago. She has noted no improvement.